Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device. According to the investigation of the log files there is no hint for a system failure or malfunction which might result in the delivery of a high amount of dose. According to the log files the entire dose was applied under the control and supervision of the user. The user may recognize the total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. The user started the procedure using the fluoro program with exam set "yakes arterial" or "yakes dp" selected. The associated fluoro protocol was used for 6 fluoro events only. This protocol uses 45ngy @ 4f/s with min/max cu of 0.6/0.9mm and kv plateau of 70kv. After two minutes the user switched to the exam set "general dsa 2". This set was used for the remaining procedure. The dsa ogp "high kv 2" uses 3600ngy @ 2f/s with min/max cu of 0.0mm/0.9mm and kv plateau of 109kv. The associated fluoro protocol has also a higher kv plateau of 81kv to help skin dose reduction but uses 7.5 f/s and a min/max cu of only 0.1/0.3mm. In the log files it was observed that the user performed 20 out of 43 dsa acquisitions with a maximum distance sid of 120cm although the angulation of lao10/cran1 suggests that the sid could have been lowered to 110cm which was done by the user for a number of other acquisitions with the same angulation. This will lead to an increased skin dose. Apparently, according to the log files, the clinical situation required a high number of dsas to be performed in high zoom sizes (1x11cm, 10x16cm, 15x22cm, 11x32cm, 1x42cm, 6x48cm) which also will lead to an increased dose. Additionally, in the log files it was observed that the user performed 41% of fluoro episodes using an sid larger or equal to 117cm although the angulations indicate that a lower sid of less than 110cm could have been used. Apparently the clinical situation required the usage of high zoom (40% 11cm / 30% 16cm / 12% 22cm / 12% 32cm / 4% 42cm / 4% 48cm). As expert opinion and in comparison with similar patient examinations (average equivalent water values ~ 327mm; average sid about 114 cm; usage of average zoom size 3.5 and a large radiation time) the applied dose (skin dose and dose area product) meets our expectation and was applied without a failure or malfunction of the system. There are no hints in regards to dose problems shown in the service history of this system. The high dose radiation occurred as a result of the user´s clinical decisions, including the settings used for x-ray imaging and especially the duration of the radiation applied. No system failure or malfunction could be identified. No corrective action is planned base on the present event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred during a procedure with the artis zee biplane system. A patient received a high dose of radiation during coil placement into a pelvic arteriovenous malformation (avm). There is no report of impact to the state of health of the patient involved.